Manufacturer narrative:
The system was examined and the reported event was confirmed. The footswitch interface printed circuit board (pcb) was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 10, 2005. Based on qa assessment, the product met specifications at the time of release. The footswitch interface pcb was received for evaluation. A visual assessment of the returned sample found no visual nonconformity. The pcb was installed into a calibrated system and tested per the subsection titled ¿footswitch test¿, in which it did not pass as there was no power going through the pcb, thereby replicating the customer reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure the system stopped. No system message was displayed. There was a delay in the procedure. The surgery was completed using an alternate system. There was no harm to the patient. Additional information has been requested and received.